Event description:
Per the clinic, the patient experienced a recurrent infection and skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). It was also reported that the patient was placed under general anesthesia for a skin revision surgery to remove scar tissue and a longer abutment was placed on the internal fixture (specific date not reported).